Event description:
Nurse reported that during an intraocular lens (iol) implant procedure, there have been several lenses that had haptics stuck to lenses. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
, The manufacturer internal reference number is: (B)(4).

Event description:
Additional information requested and stated that the event noticed during insertion, the lens left implanted and there was no patient harm.